Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned, and the patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.